Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) triggered errors c-38, c-30, and m-11 while using the monopolar curved scissors (mcs) coagulation function. The vessel sealer extend (vse) instrument was connected to the iesu and was working without any problems. The intuitive surgical inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse asked the customer to confirm that the iesu was directly connected to the alternating current (ac) wall outlet. The tse advised the customer to switch from port 4 to port 3 on the iesu, replace the energy cable, perform a power cycle of the unit, and replace the mcs instrument. However, the issue was not resolved. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The customer attempted to replace the iesu, but since the expected output was not confirmed, the customer continued using the iesu with bipolar energy although there was an error. The procedure was completed robotically with the iesu. There was no patient injury or harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the c-33 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The iesu was tested on the test system and displayed a c-30 error. After powering up the unit again, the unit displayed error c-37. Errors c-37, c-00, and m-11 were present in the site's error logs.